Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get got. Handpiece failed specs due to bearings wobble on rotor. Bearings still attached to rotor. Also found cap damage from coming in contact with rotor. No visible mark on cap though.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.